Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom "system error 105 alarms." Review of the event history log confirmed the reported symptom. The evaluation found that the motor intermittently seized, which is a known contributor to "system error 105" alarms. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed "system error 105." It was also reported that there was no patient incident.